Manufacturer narrative:
On january 09, 2024, mentor received a translation of an ultrasound/MRI the patient had on (B)(6) 2023 that helped clarified the patient's events. It reported that the patient's right side had a "firmer structure, an implant of wavy countour with anechoic pockets, in intussusuceptions." The patient initially reported to mentor a capsular contracture (baker grade 4) and a rupture on the right side (lot 7570803). This event was initially interpreted for the patient's left capsular contracture (lot 7575159) that occurred in (B)(6) 2019. Based on the translated ultrasound/MRI, the rupture mentioned did not occur on the left side; it was clarified to be be reported for the patient's right side. Coding in section h6 has been updated to reflect this additional information on this report for the left side event of capsular contracture. The patient's capsular contracture's baker grade for the left side was reported to only be as high as 3. The capsular contracture (baker grade 4) and rupture for the right side event is being captured in manufacturer's report number: 1645337-2024-01471. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 31-year-old caucasian female patient underwent a breast augmentation revision with a 425cc mentor memorygel breast implant and experienced a capsular contracture on the left side post-operatively. It was initial reported that the patient¿s capsular contracture¿s baker grade was baker grade 4 and later reported to go from baker grade 3 down to 1. It was also reported that the patient experienced a rupture that the diagnosed with an MRI. As a result, the patient underwent explantation on (B)(6) 2024.

Manufacturer narrative:
On march 13, 2024, mentor determined that the patient's date of event was in 2023. January 01, 2023 has been added as the event date in section b3 as best estimate. On march 14, 2024, after further reviewing the provided information, mentor determined that the patient experienced an event (2023) involving capsular contracture (baker grade 4) and rupture on the right side. This report has been updated to capture the patient's event. The information regarding manufacturer's report number 1645337-2024-01471 mentioned in the previous report has been consolidated and captured under this manufacturer report. Code a0412-material rupture has been added back into section h6-medical device problem code to capture this information. The impacted side has been updated to the right side. The lot number has been updated to 7570803. The serial number has been updated to (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4) on march 14, 2024, after reviewing the provided information, mentor determined that the patient experienced an event involving capsular contracture (baker grade 4) and rupture on the right side. This report has been updated to capture this event. The information regarding manufacturer's report number 1645337-2024-01471 mentioned in the previous report has been consolidated and captured under this manufacturer report.